Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. The numbers were ramping up on their own. The battery was replaced but the issue persisted. The customer did not have a back-up plan. The customer's blood glucose was 11.4 mmol/l. The insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked reservoir tube lip, and a missing end cap sticker. No number ramping anomaly or scroll bar anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.